Manufacturer narrative:
Based on the review of the x-rays by the physician and information available, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During device interrogation, a high right ventricular (rv) capture threshold and a decrease in sensing were observed. An x-ray examination revealed externalized conductor of the rv lead. Lead replacement is anticipated and the patient was stable.